Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked lcd connector. Unable to perform functional test due to unresponsive buttons. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and other health issues on (B)(6) 2018, with blood glucose of 561 mg/dl. The customer was treated with IV drips and the blood glucose went down to 360 mg/dl. The customer was not wearing the insulin pump greater than 48 hrs prior to hospitalization. Customer also reported that the insulin pump had a keypad anomaly that started on (B)(6) 2018 with a blood glucose of 321 mg/dl and treated with manual injection. Customer reported that the insulin pump buttons does not work and there is no significant event leading to keypad anomaly was observed. Customer confirmed that the time was advancing. Customer's blood glucose reading was between 120 mg/dl to 124 mg/dl at the time of call. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.